Manufacturer narrative:
There is use error damage to the button covers on the device but all buttons were tested successfully and the functionality fulfills the product specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the menu and check buttons on the infusion device work intermittently and the protective rubber is damaged. No adverse event was reported. The alleged product was requested for evaluation.